Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) level of 148 mg/dl. Reportedly, supply changes were performed to address the occlusions. System check could not be performed as the issues occurred in the past.